Event description:
Reportedly, a re-operation was performed because of suspected insufficiency of the duodenum stump on the anti-mesenteric side. During the second operation leakage was reported at the staple line.